Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) (B)(6) 2025. According to the patient, before surgery, the patient dosed insulin for bg 200 mg/dl, there was no cgm value provided. The patient self-treated with insulin. The patient stated that 90 minutes later, the cgm was 79 mg/dl and the bg was 26 mg/dl. There were no symptoms provided. The patient administered a significant amount of glucose. Two hours after receiving the glucose, the patient's blood sugar was 350 mg/dl, cgm values were not provided. The patient self-administered additional insulin and was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was doing fine. No data was provided for evaluation. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.